Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. During a preventative maintenance (pm) a getinge field service engineer (fse) called in the iabp due to batteries failing run test. To fix the issue, the fse replaced the batteries, and performed full functional and safety checks to meet factory specifications. The iabp passed all functional and safety test per factory specifications. The iabp was then returned to the customer and cleared for clinical use.

Event description:
It was reported that while performing a preventative maintenance (pm) on the cs300 intra-aortic balloon pump (iabp) by a company representative, the iabp failed to meet the minimum battery run time test. There was no patient involvement and no adverse event was reported.